Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. It was stated that the customer was experiencing unexplained high glucose for several hours. Troubleshooting was performed. It was stated that the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.